Event description:
The customer reported that a pt event occurred while the cic reset or locked up. The monitor tech was reportedly moving pts around when the cic locked up for approx 30-60 seconds. When the cic resumed monitoring, the pt had allegedly removed the monitor. The monitor tech called nurse who located the pt and started the code. The pt expired. Ge healthcare's investigation into the reported occurrence is still ongoing. A f/u report will be issued when the investigation has been completed.